Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Previously administered products included for an unreported indication: morphine. Past adverse reactions to the above products included dizziness with morphine; headache with morphine; and vomiting with morphine. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("she felt bad"), asthenia ("she does not have the strength to do something else"), depression ("depression") and anger ("anger"). The patient is on the waiting list to remove essure/ physician decided to remove essure. Essure treatment was not changed. At the time of the report, the pelvic pain, feeling abnormal, asthenia, depression and anger outcome was unknown. The reporter considered anger, asthenia, depression, feeling abnormal and pelvic pain to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 16-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.469 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.